Manufacturer narrative:
(B)(4) . During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. The lot history record(lhr) was reviewed for the reported lot and there is no indication of a product quality issue with respect to manufacture, design or labeling. The reported patient effect dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use(IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling and the treatment appears to be related to the operational context of the procedure. Unique device identifier (UDI): (B)(4).

Event description:
It was reported that the procedure was to treat a heavily tortuous, heavily calcified and 90% stenosed distal left anterior descending artery. A 3.0 x 48 mm xience xpedition stent was deployed when a dissection occurred, which was treated with another stent. There was no clinically significant delay in procedure. No additional information was provided.